Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, on (B)(6) 2010, the patient underwent a laparoscopic hysterectomy for the treatment of uterine fibroids where a karl storz morcellator was used. On (B)(6) 2015, the patient was diagnosed with masses throughout her pelvis and abdomen.